Manufacturer narrative:
Product complaint # (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk.   The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? What was the date of surgery? What were the indications for the initial surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his / her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? What symptoms did the patient present? What was observed at the site of the dehiscence upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What was done in the reoperation? What is the current status of the patient?

Event description:
It was reported that post op to a colostomy takedown the patient presented approximately 48 hours later. Exploratory surgery revealed an infection and anastomotic dehiscence. The patient is fine now.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: is the lot number of the device available? No. What was the date of surgery? On (B)(6) 2019. What were the indications for the initial surgery? Colostomy takedown. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Dr. (B)(6), 7-10 years. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, intact. Was a complete transection of the white breakaway washer visually confirmed? Yes. Was a leak test performed? If so, what type and what was the result? Yes, no leak. Was the staple line visualized endoscopically during the initial surgical procedure? No. What symptoms did the patient present? Wound infection with dehiscence. What was observed at the site of the dehiscence upon reoperation? Serosal sutures intact and staple line disruption. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. None observed. What was done in the reoperation? Washout colostomy temp. Duodenal close what is the current status of the patient? Hospitalized.